Event description:
The customer reported a speaker malfunction inop with no sound from the speakers. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a speaker malfunction inop with no sound from the speakers. No pt harm was reported. This would be obvious to users because the appearance is easily distinct from normal monitoring. Therefore, the reported obvious speaker malfunction will not result in any hazard or add'l health risk for the pt or user. Additionally, the product labeling (IFU user reference guide m8105-9001c / 4512 610 29031) also clearly warns users not to rely solely on audible alarming and warns that "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a pt. Contact your service personnel." This includes a check of all functions, external cables, plug-ins and accessories of the instrument that are needed for monitoring a pt. It needs to be ensured that the instrument is in good working order. A non-correct functional loudspeaker would exclude the device from being used in monitoring pts and would not cause a safety risk. There is furthermore no allegation or indication that the reported failure mode involved an adverse pt incident, or that this failure mode has led to such an incident in the past. Although we consider that there was minimal delay/interruption of pt care and that pt care was prioritized per hospital protocols, we will report this issue in abundant caution as we cannot completely exclude the possibility of a health risk. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.